Event description:
It was reported that the pt experienced a loss of therapeutic effect. The pt also experienced stimulation in the wrong location. The pt felt stimulation in her knee, and pain at lead site. The pt was supposed to get stimulation in her left and right hip, and down her spine. The sensation was uncomfortable enough the pt wanted to turn the implant off. The pt also experienced pain at the implant site. The pain at the site was described as being sore and hurt if the pt lay on the device. It was noted that this pain "comes and goes". The symptoms began following a fall 1-2 months before the report with the changes in stimulation noted a couple of days to one week after. The pt did not they were "always failing". No pt treatment or outcome was reported. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4)